Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that his insulin pump had been receiving excessive no delivery alarms during normal use. The patient's blood glucose at the time of incident was 184 mg/dl. Troubleshooting was initiated for the excessive no delivery. The customer stated that his blood glucose has reached as high as 274 mg/dl, which he treated with a manual insulin injection. The customer confirmed that the alarm did not occur shortly after inserting a new battery, and that it had not been stored or out-of-use for an extended period of time. The customer was advised to monitor the pump and that he may continue to wear it until a replacement arrived. The insulin pump will be returned for analysis and a replacement device was shipped to the customer.

Manufacturer narrative:
The pump was received with a blank display due to moisture damage on the electronics assembly. The pump was received with moisture damage on the motor, battery tube, vibrator and keypad assembly. Unable to perform the error test alarm due to the blank display. The pump was received with a cracked case at the display window corner, a cracked reservoir tube lip, minor scratches on the lcd window and cracked battery tube threads.